Event description:
It was reported that "craniotomy case complaint was reported by or assistant. Two of the same products with the same lot# broke." No patient impact was reported. No additional information was obtained on follow up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tools were received fractured just distal to shoulder. Neither tip portions were returned. Contact of hard metal and or/other hard substance caused the tool fracture. The user manual contains the following: do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. (B)(4).

Manufacturer narrative:
No conclusion can be drawn. Return of device is expected, but device has not been received. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "craniotomy case. Complaint was reported by or assistant. Two of the same products with the same lot# broke" no patient impact was reported. No additional information was obtained on follow up.